Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the heart valve replacement, there was a thermal damage and one was a linear damage like which fluid ran down from the cheek to the neck and back while using the generator and a return electrode which was another product. It was reported that this surgery was performed by cardiac surgeon, using considerable amount of two types of liquid medicine which were alcohol-based and povidone-based, and the surgery was started without wiping off the liquid medicine very much. Treatment done to affected site by a nurse.